Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. While navigating during the procedure, the unit suddenly shut off. No blinking power indicator was seen or any battery backup noise heard. The procedure delay was approximately 10 minutes. Troubleshooting included the site having to find another outlet that would allow the unit to turn on. On 2019-mar-15 when the manufacturer representative visited the site, the behavior was able to be replicated. The manufacturer representative had to try multiple known good outlets (per site). When putting the system in battery backup and restoring ac power, it was noticed the uninterruptable power supply (ups) took 5-10 seconds to switch back to ac. Furthermore, the system took much longer to turn on after pressing the power button. There was no impact on patient outcome. The navigation or the surgery were not aborted. The issue was resolved on the call. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
Correction: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Functional testing found that part was functioning as designed. If information is provided in the future, a supplemental report will be issued.